Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased. The patient died approximately six months post device implant. The cause of death is unknown and no further information will be provided.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.